Event description:
The customer indicated that the ventilator exhibited technical failures, specifically error messages 271, 379, and 388 during patient use. No patient harm was reported.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.